Event description:
This unsolicited case from united states was received on (B)(6) 208 from other non-health care professional. This case concerns a male patient (age unspecified) who received treatment with synvisc one and after few days had problems with the knee resulting in surgery where a confirmed infection was found no past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (lot number: 6r5l08a and expiration date: jun-2019; indication not reported). On an unknown date in (B)(6) 2017, after few days of receiving injection, 1 week later patient was admitted to the hospital for problems with the knee resulting in surgery where a confirmed infection was found. It was unsure which knee the injection was given. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: hospitalization and required intervention. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018. This case concerns a patient who received synvisc-one injection and later developed joint infection and underwent surgery for the same. Since the event occured post injection administration, a significant temporal relationship can be established and causal role of suspect drug can not be ruled out. However, due to lack of information regarding the knee in which the injection was given, event details, medical history, concomitant diseases and medications, complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 30-jan-208 from other non-health care professional. This case concerns a male patient (age unspecified) who received treatment with synvisc one and after few days had problems with the knee resulting in surgery where a confirmed infection was found no past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication not reported). On an unknown date in nov- 2017, after few days of receiving injection, 1 week later patient was admitted to the hospital for problems with the knee resulting in surgery where a confirmed infection was found. It was unsure which knee the injection was given. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: hospitalization and required intervention follow up was received on 27-feb-2018. No new information was received. Additional information was received on 16-mar-2018. Investigation summary was received. Suspect drug synvisc one earlier added batch/lot number and expiry date replaced with unknown. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 23-mar-2018. The new follow up information received did not the change the previous case assessment. This case concerns a patient who received synvisc-one injection and later developed joint infection and underwent surgery for the same. Since the event occured post injection administration, a significant temporal relationship can be established and causal role of suspect drug can not be ruled out. However, due to lack of information regarding the knee in which the injection was given, event details, medical history, concomitant diseases and medications, complete medical assessment of the case is difficult.